Event description:
Boston scientific received information that this unspecified right ventricular (rv) lead was exhibiting decreased r-wave measurements and an increase in an unspecified diagnostic measurement due to dislodgement. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received providing the correct model and serial number of this lead.